Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of homechoice cassettes leaked "at the back of the fitting of the patient line". This was identified during unspecified process steps of peritoneal dialysis therapy. There was no report of a patient injury or medical intervention associated with this event. No additional information is available.